Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reloaded the original cartridge and was able to resume insulin delivery. Technical support noted that the pump was already being replaced as part of another case, so no further action was needed.